Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fe replaced usm4 to resolve the issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not be reproduce the reported failure. However, the error/fault was confirmed via error logs/system logs. The unit was able to start in normal mode and through dte pre-fa testing with no errors. All common connections on aca and fcp were checked and looked ok. The aca, fcp pca and harness assy will be replaced as a precaution. The unit was tested on patient side cart fixture test platform (pftp) and pass direction, lissajous, check sensors, brake release, brake hold, advance brake, carriage switches and sine cycle tests.

Event description:
It was reported during a da vinci-assisted umbilical hernia repair surgical procedure, the user encountered a non-recoverable 319 error on arm 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and noted the surgical staff disabled the arm and completed the procedure as planned. There was no reported patient injury nor harm. On site logs were reviewed and there was an error 319, which points to the universal surgical manipulator (usm) 4. There was reported patient injury nor harm.